Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the device stopped working the patient had his artificial urinary sphincter (aus) removed and replaced. It was stated that the device stopped working abruptly in (B)(6) 2020. Upon removal it was found that there was no fluid in system and a large tear in the pressure regulating balloon. There was no known patient complications related to this surgery. It was further reported that the device tear occurred while in use. The patient does kickboxing and the device had stopped working after a "violent workout." The device stopped working abruptly in (B)(6) 2020. The patient out come following this surgery was no known complications.

Event description:
It was reported that due to the device stopped working the patient had his artificial urinary sphincter (aus) removed and replaced. It was stated that the device stopped working abruptly in (B)(6) 2020. Upon removal it was found that there was no fluid in system and a large tear in the pressure regulating balloon. There was no known patient complications related to this surgery. It was further reported that the device tear occurred while in use. The patient does kickboxing and the device had stopped working after a "violent workout." The device stopped working abruptly in (B)(6) 2020. The patient out come following this surgery was no known complications.

Manufacturer narrative:
The ams 800 pressure regulating balloon was visually inspected and microscopically examined. There was a longitudinal tear in the balloon shell. The damage was consistent with material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation.